Event description:
Procedure performed: total laparoscopic hysterectomy. Event description: hospital: [hospital name]. Product: eb210. "Doctor inserted the eb210 through 5mm applied medical trocar. Upon sealing the first seal on the mesosalpinx tissue and transecting the tissue successfully right after, subsequent 2nd, 3rd, and 4th seals had no reactions within the tissue. It did not appear like the energy has been delivered to the tissue although the generator functioned normally with the start and end tone ringing. The doctor tried the seal again, and it seemed like there was little to no energy delivered to the tissue. Doctor proceeded to transect the tissue regardless and the bleeding occurred. Physician then asked for [competitor product] and successfully finished the surgery. Doctor noted that throughout the remainder of the procedure, the doctor was able to finish the surgery with successful seals with ligasure unlike applied medical's voyant; however, it did seem like [competitor product] was also not working as well as usual." Product available for return. Additional information received from via email on 30may2024 no the generator was not making any alarm tones during the procedure. General oozing was observed around the seal/transection area between the falopian tube and the round ligament in the "mesosalpinx". The initial seal/transection was near the fembria of the falopian tube and then additional seals were more medial to the uterus in the mesosalpinx. This tissue is typically a more avascular and thinner tissue but can vary in size from patient to patient. In this case the tissue did not seem enlarged or inflamed. No tension was applied to the tissue during or after the seal/transection of the tissue. After the initial activation (seal number 1) the surgeon began to notice insufficient sealing and the subsequent activations were equally insufficient. No the device was just removed from the packaging and inserted into the patient. Insufficient hemostasis was observed on the very first seal. The device was only activated 5-6 times before the surgeon requested another device (ligasure) to be open. When removed there was minimal eschar on the outside of the jaws but nothing on the electrodes. There were no alarm tones during the sealing of tissue. Both physicians did not mention or know of any pathological concerns from this patient. To the physician's knowledge the patient did not have any disease / inflammation that would have caused concerns for vessel sealing. Type of intervention: the case was completed with [competitor product]. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be confirmed as the unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction has occurred. A historical trend analysis and review of production records was performed, and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit and further examination of the event description, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury. Correction to section b5: updated to reflect procedure performed.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Event description: hospital: [hospital name]. Product: eb210. "Doctor inserted the eb210 through 5mm applied medical trocar. Upon sealing the first seal on the mesosalpinx tissue and transecting the tissue successfully right after, subsequent 2nd, 3rd, and 4th seals had no reactions within the tissue. It did not appear like the energy has been delivered to the tissue although the generator functioned normally with the start and end tone ringing. The doctor tried the seal again, and it seemed like there was little to no energy delivered to the tissue. Doctor proceeded to transect the tissue regardless and the bleeding occurred. Physician then asked for [competitor product] and successfully finished the surgery. Doctor noted that throughout the remainder of the procedure, the doctor was able to finish the surgery with successful seals with ligasure unlike applied medical's voyant; however, it did seem like [competitor product] was also not working as well as usual." Product available for return. Type of intervention: the case was completed with [competitor product]. Patient status: no patient injury.